Event description:
It was reported that this device was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A series of electrical and functional tests were also performed, and it was confirmed that the therapy was not available. Analysis did identify that the damage present is due to "unintended use error" based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.